Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller would display out-of-range trough and peak values, switch to normal values, and then revert to o ut-of-range values again. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power port 1 and power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. No anomalies were observed during log file analysis. As a result, the reported event could not be confirmed. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as "greater than 12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿2¿ for values less than -2.0 l/min. As a result, the most likely root cause of the reported event may be attributed to a software coding error, which incorrectly displays peak and trough values as "greater than 12" when peak or trough is less than 0.0 l/min. If information is provided in the future, a supplemental report will be issued.